Event description:
The device was explanted due to the position of the coil being not optimal and coupling with the audio-processor was not stable.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.